Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of the p-wave on the right ventricular (rv) channel. Sensitivity adjustments were performed, however, technical services (ts) recommended further testing as it was suspected that the rv lead could be near to the atrium, but it was not conclusive. The patient remained under monitoring. No adverse patient effects were reported. This ICD remains in service.